Event description:
It was reported that the patient's vns diagnostics are with normal limits and the physician is unsure what is contributing to the increase in seizures.

Event description:
Product analysis on the m103 generator was completed and approved on 08/11/2016. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.901 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 67.653% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient's generator was replaced on (B)(6) 2016. The generator was received for analysis on 07/06/2016. Product analysis is underway but has not been completed to date.

Event description:
Clinic notes received on (B)(6) 2016 for patient referral for surgery. The patient has been having more seizures and he doesn¿t know why. The vns was noted to be on the last ¼ of battery so patient was referred for replacement. The patient believes the vns has been a main player in cutting down his seizures. The notes mention that possibly the slight wearing off toward end of battery life is responsible for more breakthrough seizures. No additional relevant information has been received to date.